Manufacturer narrative:
Section b3: date of event has been estimated. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a gastrointestinal (gi) bleed. The gi bleed was discovered through endoscopy and colonoscopy procedures. A polyp was removed from sigmoid colon, and an ulceration was noted at the ileocecal valve. The bleeding resolved after the polyp removal. It was not determined if the incident was related to the device or device therapy.